Event description:
It was reported that the pump kept vibrating every few minutes without any visible alerts, reminders, or alarms. There was no reported adverse impact to the customer. Customer reviewed complete pump and sensor history with support, and no related alerts or alarms were found; vibration then stopped on its own, and customer was advised to continue monitoring and call back if issue returned.